Event description:
Pt has end stage renal disease and had placement of vascutek sealptfe gelatin sealed vascular graft for hemodialysis. Postoperatively, the pt experienced unusual swelling over the incision over the arterial anastamosis. The cause was a collection of serum. The wound was treated with repeated aspiration but the fluid kept re-accumulating. Then wound was re-explored and he was found to have excessive ultrafiltration -"weeping"- through the graft adjacent to the arterial anastomosis and a 50 ml collection of serum. The graft was removed and requested to be returned to the manufacturer. Dates of use: (B)(6) 2010 - (B)(6) 2010. Diagnosis or reason for use: chronic kidney disease. Event abated after use: yes.